Event description:
It was reported the case was jammed. The device was returned to the manufacturer for calibation, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upper and lower cases, two side bail covers, and battery drawer are broken. Ring cover, battery release, and lead flex cover are contaminated. Battery contacts are compressed. The ring is bent. Lcd (liquid crystal display) is out of specification (missing segments).